Manufacturer narrative:
(B)(4) device / parts will not be returned for evaluation.

Event description:
It was reported that the rn from the intensive care unit called in reference to a patient (pt) she was caring for. The rn was receiving insufficient time to inflate since the pt became very agitated / thrashing in bed and has since been intubated and sedated. The clinical support specialist (css) first confirmed that the pt was stable. The rn relayed that he was in nsr (normal sinus rhythm) at 85bpm with a rbbb (right bundle branch block). The first alarm occurred during severe agitation/confusion and pt attempting to get out of bed. Since intubation/sedation, his hr (heart rate) had decreased into a regular rate. The rn stated she had received he (helium) loss alarms during his agitation, but confirmed there was no blood noted in the tubing and the he alarm had not recurred. The pump was in 1:1 assist, pumping at a rate of approximately 40bpm and missing every other beat. The pump was utilizing fos (fiberoptix sensor) for the ap (arterial pressure). The pump is currently using pattern trigger in autopilot. When she went to operator mode the alarms cleared, but the timing / assist ratio still did not match. The css asked the rn to disconnect the EKG to see if it was a triggering issue; it did not change when the pump was placed in ap trigger. The css then asked the rn to send her screen shots of operator mode, autopilot mode. Timing would not change in operator mode / ap trigger. The css then had the rn reconnect the EKG and choose peak trigger which then had the pump pumping every beat. The css had the rn send a screen shot in 1:2 to assess timing and it looked good so the css had the rn go back to 1:1. The css had the rn stay in operator / peak for approximately three minutes and attempted autopilot again. The insufficient time to inflate occurred immediately. We then stopped the pump, powered down for < 5 seconds and restarted (pt support interrupted for approximately 15-20 seconds). The pump restarted in operator / peak and the css asked the rn to go back to autopilot. The p ump in autopilot was now pumping every beat as expected and not having any alarms. We discussed the possible cause (software issue that reset with power off / on) and she has no further questions. It was noted that the length of time in use prior to event was < 24 hours.

Manufacturer narrative:
Qn#(B)(4). Evaluation: no parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. A device history record review could not be completed on the iabp lot number/serial number. The DHR job packet could not be retrieved as it is no longer on site. This is a 2003 autocat2 wave pump. Conclusion: the reported complaint of "timing difficulty" is confirmed by the clinical support specialist. The pump was powered down and restarted by the rn and this resolved the timing difficulty issue. The cause of the reported complaint could not be determined.

Event description:
It was reported that the rn from the intensive care unit called in reference to a patient (pt) she was caring for. The rn was receiving insufficient time to inflate since the pt became very agitated / thrashing in bed and has since been intubated and sedated. The clinical support specialist (css) first confirmed that the pt was stable. The rn relayed that he was in nsr (normal sinus rhythm) at 85bpm with a rbbb (right bundle branch block). The first alarm occurred during severe agitation/confusion and pt attempting to get out of bed. Since intubation/sedation, his hr (heart rate) had decreased into a regular rate. The rn stated she had received he (helium) loss alarms during his agitation, but confirmed there was no blood noted in the tubing and the he alarm had not recurred. The pump was in 1:1 assist, pumping at a rate of approximately 40bpm and missing every other beat. The pump was utilizing fos (fiberoptix sensor) for the ap (arterial pressure). The pump is currently using pattern trigger in autopilot. When she went to operator mode the alarms cleared, but the timing / assist ratio still did not match. The css asked the rn to disconnect the EKG to see if it was a triggering issue; it did not change when the pump was placed in ap trigger. The css then asked the rn to send her screen shots of operator mode, autopilot mode. Timing would not change in operator mode / ap trigger. The css then had the rn reconnect the EKG and choose peak trigger which then had the pump pumping every beat. The css had the rn send a screen shot in 1:2 to assess timing and it looked good so the css had the rn go back to 1:1. The css had the rn stay in operator / peak for approximately three minutes and attempted autopilot again. The insufficient time to inflate occurred immediately. We then stopped the pump, powered down for < 5 seconds and restarted (pt support interrupted for approximately 15-20 seconds). The pump restarted in operator / peak and the css asked the rn to go back to autopilot. The p ump in autopilot was now pumping every beat as expected and not having any alarms. We discussed the possible cause (software issue that reset with power off / on) and she has no further questions. It was noted that the length of time in use prior to event was < 24 hours.